Event description:
The son of a (B)(6) female pt contacted zoll customer support to report that the monitor would not power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power on properly) has been confirmed. As received, the monitor would not power on. Upon eval, the monitor exhibited a segmentation fault during the flash test. The cause of the failure to program has been isolated to flash memory components (u102 and u105) computer analog (ca) board sn (B)(4) a root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.